Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had leak at the reservoir o rings. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir only (transfer guard not returned). Plunger was returned dislodge from reservoir. Reconnected plunger and using a new lab transfer guard; performed pre-fill test to reservoir and found no leakage anomaly when removing the plunger. Cannot performed manual test to reservoir due to the reservoir dislodge.